Manufacturer narrative:
(B)(4). Additional information: the root cause of the reported leak condition was determined to be a missing film wrap. Awareness training for all applicable manufacturing operators was conducted in (B)(4) 2011.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing fluid in the housing. The reported condition of a leak was confirmed. Visual examination of the unit determined that the film wrap was missing. A functional leak test noted that the leakage was coming out at the area of the missing film wrap. The root cause of the reported condition is under evaluation. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Should the root cause evaluation and/or any additional information become available, a follow-up report will be submitted.

Event description:
Baxter (B)(4) received a report that an infusor's reservoir leaked during infusion. The concomitant medical products are currently unknown. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.